Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported the bottom of the front housing of the calibrator was cracked, this calibrator was originally returned for repair due to a cf0b error code failure when the cracked front housing was found. Since the event occurred during routine testing of the device, there was no pt involvement during this event.